Event description:
It was reported by the field engineer on (B)(6) 2025, that during the installation of a selenia dimensions mammography systems, 3d, the tube head was shaking during the sweep from left to right. The field engineer found that two screws were missing, and two screws were loose within the worm gear assembly. The field engineer ordered and installed replacement screws, allowing for completion of the system installation. No patient or user injury reported.